Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Medtronic investigation of returned suspect device finds that the hex head of the clamp adjustment screw has been rounded. When using the suretrak2 driver, the driver tip is very loose inside the head of the 2.5mm screw but able to adjust the screw. Physical damage - rounded head/damaged screw. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. (B)(4).

Event description:
A medtronic representative reported a site's damaged suretrak2 medium clamp, the screw was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: device lot number.device manufacturing date now provided.